Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. D4) catalog# igtcfs-65-1-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "the dr. Was not ready to deploy the gunther tulip navalign jugular vena cava filter when the filter deployed in the patient on its own. The positioning was ok and it landed on its own. Had to move a little to get it straight." Patient outcome: no adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is solely based on description of event. No product was returned and no imaging was provided. According to the description of event, the filter deployed in the patient on its own. The positioning was ok and it landed on its' own. Had to move a little to get it straight. Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported prematurely deployment and the root cause remains unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.